Manufacturer narrative:
After use of a 5f mynx control for vascular closure, after it deployed normally, the physician reset the device to inflate the balloon when it was outside of the patient and the balloon was noted to have a pinhole size leak. There was no patient injury. The user¿s training status is ¿in training.¿ the device had been prepped and inserted into a 5f 11 cm avanti sheath. Access was via the femoral artery. The vessel size was 5mm. A pre-procedure femoral angiogram was obtained. At prep, the black marker on the inflation indicator was fully exposed. The stopcock opened when the balloon was at the arteriotomy. There was no resistance while inserting the device and no resistance while pulling back. There was no unusual force applied while shuttling down/retracting. After a 2-minute wait time the plunger at the back end of the handle was down and the mynx was removed per normal (process). Pressure was held for 5 minutes and no hematoma was noted. The device was used after a selective internal radiation therapy (sirt) procedure. The procedure did not use an ante-grade or retrograde. There was no vessel tortuosity. The stick location was above bifurcation but below lowest point of iea. There was minimal presence of pvd / calcium in the vicinity of the puncture site. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that all the button 1 was completely depressed. The introducer sheath was engaged to the device handle. The catheter was inspected for anomalies. No anomalies were observed. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a micro tear in the balloon, approximately 3 mm from the balloon proximal neck. A product history record (phr) review of lot f1909403 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control balloon - balloon loss of pressure-in patient¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the information available for review and product investigation, access site vessel characteristics (minimal presence of pvd/calcium) possibly contributed to the reported event since a calcified vessel can cause damage to the balloon. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a stent or vascular graft), potentially contributing to a tear in the balloon. According to the instructions for use (IFU), which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
After use of a 5f mynx control for vascular closure, after it deployed normally, the physician reset the device to inflate the balloon when it was outside of the patient and the balloon was noted to have a pinhole size leak. There was no patient injury and the device will be returned. The user¿s training status is ¿in training.¿ the device had been prepped and inserted into a 5f 11 cm avanti sheath. Access was via the femoral artery. The vessel size was 5mm. A pre-procedure femoral angiogram was obtained. At prep, the black marker on the inflation indicator was fully exposed. The stopcock opened when the balloon was at the arteriotomy. There was no resistance while inserting the device and no resistance while pulling back. There was no unusual force applied while shuttling down/retracting. After a 2-minute wait time the plunger at the back end of the handle was down and the mynx was removed per normal (process). Pressure was held for 5 minutes and no hematoma was noted. The device was used after a sirt¿s procedure. The procedure did not use an ante-grade or retrograde. There was no vessel tortuosity. The stick location was above bifurcation but below lowest point of iea. There was minimal presence of pvd / calcium in the vicinity of the puncture site.